Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07681. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reportable defect, stains inside the lg lens., has been determined to be due to user handling. ·a gap was formed at a distal end gluing part due to an excessive impact being applied on the distal end and stains intruded into the lens from there, causing the phenomenon. ·since the subject product has been used for much longer than its service life, the subject part deteriorated and a gap was formed, and then stains intruded into the lens from there, causing the phenomenon. Olympus will continue to monitor the field performance of this device. To mitigate the risk of device damage, the instructions for use provides the following: do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found black marking in the biopsy channel. The red marks (dot or line) are put there with a sharpie during repairs to use as a guideline for docking the channel. The channel was replaced due to the black marks found. The f-knob was moving with the right/left (r/l) knob. The objective lens is missing glue affecting the image. There are 2 elements broken on the ultra sound image. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported they found red markings in the biopsy channel which they viewed through a borescope after manual cleaning. There was no patient involvement. No additional information was provided.